Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and high blood glucose of 235mg/dl. It was stated that the customer changed the infusion set several days ago and has been sick since. Advised the pharmacist that the customer should not wear the infusion set more than three days. Troubleshooting was performed. The programming, date, and time were correct. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the insulin pump passed the test. No further info was provided.